Event description:
Philips received a complaint by the customer on the v60 indicating that while the device was in use on a patient, the device shut off. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Found codes 1101 and 3007 logged at the time of the occurrence. Reviewed error code 1101 check vent: ventilator restarted message per the service manual and discussed the following note from the 1101 description: if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required." Customer is going to discuss with respiratory therapist and place the unit back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.